Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that heparin 25000 units/250ml was expected to infuse at 12 units/hr on a telemetry patient. Two hours later, over half of the fluid had infused which was faster than expected. The drip was discontinued and lab work which was drawn as a result of the event indicated elevated ptt levels. The heparin drip was held until repeat ptt indicated to resume the infusion, and no other effect to the patient was reported.

Manufacturer narrative:
Continued from concomitant products: 250ml hospira bag, lot # 73-219-kl, exp. 01 jul 2018, heparin sodium 25,000 usp units. The customer¿s report of a heparin overinfusion was not confirmed. Physical inspection showed no anomalies with the device or primary set. Analysis of the pcu event log shows that at 6:32 pm on (B)(6) 2017 the device was programmed to infuse heparin rate < 2200 unit/hr 25000unit in 250ml at a rate of 12ml/hr with a vtbi of 200ml. The infusion ran until 2:51 pm when the user programmed a delay for 30 minutes and then subsequently channeled the device off. The volume recorded as being infused during this period was 242.39ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing was performed and the device was delivering fluid within specification. There were no leaks observed with the set. The root cause of the customer¿s report of a heparin overinfusion was not identified.